Event description:
Device malfunction: premature deployment. Time of malfunction: during unpackaging. Symptoms/ae:na. It was reported that when the device was removed from the package, the xpert stent was found partially deployed. The device was not used in the body and there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.